Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4080004were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov4080004 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line ,and nothing next to the c-line. The customer was able to send us a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test, so this is an out of box issue. When the customer performed the test correctly, the test cassette showed nothing next to the t-line ,and nothing next to the c-line. The customer was able to send us a picture of the test cassette. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer. Acon will submit a follow-up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be included with a follow-up MDR.